Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: extended opening, brown particles in shell, underweight and flat creases. A microscopic analysis was performed which identified: an extended sharp opening with localized stresses induced in posterior side, assessed as surgical impact. A dimension measurement of the shell was performed which identified: the thickness within specification and non penetrating nicks. Based on the device analysis the final assessment is: a sharp opening with localized induced stresses, assessed as surgical impact.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.